Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins) the reason for the call is pt states they just got a "[medical alert device]" on tuesday or wednesday of last week and when they put on the "[medical alert device]" they started to get a feeling of " when I put the "[medical alert device]" on I started having a feeling of "electricity going through my chest and my legs". Pt states it was not painful, but it was uncomfortable. Pt is wondering if the "[medical alert device]" and the spinal cord stimulator (scs) could be causing this. Pt states they didn't feel it right away but after wearing it for a while is when they began feeling the electricity. Pt states if they do not have the "[medical alert device]" on their body they do not feel the "electricity". Agent consulted tech and reviewed we would not anticipate the "[medical alert device]" and the scs to interfere with each other nor to cause said feelings. Pt then states they did feel the electricity feeling "once in a while before using the "[medical alert device]" but that they would go away. Pt states they have had no trauma or falls. Pt then mentioned they have started to get acupuncture in the shoulders and they are using acupuncture with electricity. Agent reviewed and redirected to the patient's managing physician (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.